Event description:
Reported that during a coronary drug eluting stenting treatment procedure, the stent dislodged from the delivery system. In 2005 a taxus express2 3.0 x 28 mm drug eluting stent was unable to cross the target lesion in right coronary artery (rca). The lesion has been predilated with an unknown size maverick balloon. Another taxus express2 3.0 x 28 mm stent was tried which successfully crossed the area but the stent separated from the balloon (distally). There were no further pt complications. A supplemental report will be sent if additional info is obtained.